Event description:
Tampon unraveled inside: vagina [foreign body in reproductive tract]. Tampon unraveled [device breakage]. Consumer sent an email reporting that the tampon unraveled inside of her. No serious injury was reported. 19-apr-2021: no failure could be identified as a result of the investigation.

Event description:
Tampon unraveled inside - vagina [foreign body in reproductive tract]. Tampon unraveled [device breakage]. Case description: consumer sent an email reporting that the tampon unraveled inside of her. No serious injury was reported.